Event description:
It was reported that the ventilator generated a technical error code indicating an internal memory error. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating an internal memory error. The field service engineer confirmed the reported problem and recommended that the breathing control printed circuit board should be replaced according to the service manual. The ventilator wasn't released for clinical use. It was later learned that the hospital didn't accept the service offer. No further issues have been reported and no further information has been received. The evaluation of received device logs confirms the occurrence of the reported technical error code twice on december 27, 2021. Before that, the technical error code for disabled valves was generated on october 27 and november 19. The date of event will be updated accordingly. A technical alarm indicating a possible hardware memory problem was also generated. If a defect related to the generated error codes appears during ventilation, ventilation may stop and audiovisual alarms will be generated . The conclusion is that the reported problem could be confirmed in the received device logs. As no part was replaced and returned for investigation, the root cause couldn't be determined.